Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was hospitalized due low blood glucose. The blood glucose reading at the time of hospitalization was 24 mg/dl troubleshooting was performed and found two boluses one of 3 units and another of 10 units which my have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.